Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. At the beginning of a routine hemodialysis treatment, venous air alarms occurred that could not be resolved. An effluent pressure low alarm occured indicating that the disposable set was clotted resulting in a blood loss of approx. 210 cc. No medical intervention was required.

Manufacturer narrative:
Venous air alarms at the beginning of treatment are most likely indicative of inadequate air removal during prime or recirculation prior to initiation of the treatment. No evidence of a device malfunction. There have been no similar problems reported subsequent to this event. Device labeling includes instructions for manually removing air from the disposable set. A direction correlation between the nxstage system one and the reported blood loss cannot be established. The event was reviewed with facility staff. Nx stage medical considers this report closed. No additional information will be provided.